Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.